Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had broken tines. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instruments were inspected prior to use and no damage or anything out of the ordinary was observed. The procedure was low anterior resection and the event date was 03/15/2024. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient¿s anatomy.